Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. A battery test was performed to confirm he "battery depleted claim". The issue could not be duplicated as no problem was found with aa batteries. The problem probably lies with rechargeable battery pack. The customer did not send in battery pack, and they aren't repaired by smiths.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "battery depleted" repeatedly. It was reported that the pump was acquired in (B)(6) of 2019 and the library was later downloaded to the pump in (B)(6). It was subsequently programmed and sent for patient use for milrinone therapy. Reporter indicated that on review of the pump's records, the pump experienced "total loss of power twice during the first few days of using for infusion needs." It was also noted by the reporter that on review of the event log, activity was recorded previous to the purchase of the pump. Additional information was received indicating that patient was sent two new cadd-solis pumps. No adverse patient effects were reported.